Event description:
Indication: common variable immunodeficiency with predominant immunoregulatory t-cell disorders. Home health nurse reports gamunex pump (serial: (B)(6); expiration date: not provided) issues. Nurse states that the screen is displaying "system time out" and that she has tried turning the pump off/on, replacing the batteries, and switched out the tubing. Nurse requested a new pump as soon as possible. Author informed the home health rn that the medication is only good for 8 hours once pooled and advised the home health nurse to infuse the patient (pt) via gravity. Pt did not miss any doses, nurse infused via gravity, no interruption of therapy, pt experienced no adverse event(s). Material sent for return of pump associated with event. Availability of pump for investigation dependent upon pt returning it. No further info.